Event description:
It was reported that the user¿s ilet pump would not power on after the battery depleted and, upon placement on the charger with a solid green indicator, the device powered up and initiated ilet setup; the event was managed as a battery-related issue with premature battery discharge involving the battery component, and the user resumed backup therapy while awaiting sensors. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found in conjunction with an energy storage system problem related to the battery. It was concluded; no problem was detected.

Manufacturer narrative:
Initial.